Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted quickly resulting in the pump shutting off. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level of 612 mg/dl and high ketones. Prior to the ER visit the customer administered a manual insulin injection in attempt to resolve the high bg. Customer was treated with intravenous saline and insulin while in the ER, and was released from the ER six hours later with no permanent damage. The customer reverted to an alternate method of insulin therapy.